Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-17157. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6008304, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008304 was manufactured according to the work instruction (wi) version 115 in the line 3007, on 28/jul/2024, with a total of (B)(4) units conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number: (B)(4). Event occurred in sweden. It was reported that the patient faced infusion set detachment event on (B)(6) 2025. The issue occurred with 10 infusion sets. The site of detachment was tubing connector. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR- (B)(4) - device 8 of 10.